Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): over infusion of morphine: "this is the report of a nurse: "I work evening between 13.30-21.30. I get a report from the nurse during the day who goes to a meeting at 14.00 pm. I go around and introduce myself to all of the pts and check how they feel. The current pt has been moved from the recovery room by the nurse during the day just before this report. I met the pt at 14.15 and she was doing well and had no pain. After that I go a meeting between 15.00-17.00 pm and the nurse during the day remains the whole time. When I am coming back from the meeting approx 17.10 pm, I get a report from the nurse during the day what was happened during the hours I was gone. I get the info that the pt was snoring and sleeping. I ask if it is possible to wake the pt up and get the answer that it is possible. Short after that a nurse tells me that the pt has not received her food and that she is sleeping. I ask the nurse to check if it is possible to wake the pt up and it turns out that she is not. I contact the on-call gynecologists and they arrive immediately. The pt does not answer when spoken to. She has a snoring breathing and cannot be awakened. Saturation is checked and it is 61%. O2 12 I on mask and oxygen saturation rises to 98%. The heart rate and blood pressure (100/61p.100) is checked. The pt has a pca-pump with morphine and I discover that the bag (100 ml) is empty. I give her narcanti according to prescription. The anesthetist is alarmed and they arrive quickly. The pt is then transferred to ICU for further observation."

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). The device is currently shipping from sweden to bbm lab in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.